Event description:
During surgical procedure, "partial pancreatectomy with splenectomy," the harmonic handpiece failed to work after attempting to re-retest multiple times. Handpiece was then replaced with a 2nd harmonic hand piece, which passed a pre-test, but failed during operation. The 2nd harmonic handpiece was then replaced with a 3rd harmonic handpiece. The product rep tested the 3rd device cord upon opening, and replaced the generator with a different one, and then the 3rd device worked properly. No adverse outcome to pt.